Event description:
Baxter reports a transfer set with a tear in the tubing, thus resulting in an effluent leak. The tear was located in the clamp area. Noted during use. The transfer set had been in use for 4 months. The pt received a transfer set change and was treated with vancomycin 500mg. And gentamicin 40mg. (Route unknown). No pt injury resulted from this incident.